Event description:
Patient reporting increasing sharp pain, followed by redness in affected area, chills, fever. Antibiotic prescribed. With ongoing symptoms, patient ultimately went to emergency dept. Diagnosed with erysipelas (bacterial skin infection) and elevated infection-related lab values. Day after, patient returned to clinic where surgical drainage of abscess.